Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-jul-31 regarding a patient receiving dilaudid and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient's pump had given the low reservoir alarm and empty reservoir alarm multiple times over the last several weeks. When the pump was refilled, there was a volume discrepancy and there was more in the pump than expected. The event date was unknown. The patient had not experienced any adverse symptoms and there were no alarms sounding at the time of report. The representative was to meet with the patient to interrogate logs, and the patient was to decide on time and location. The representative would also be attending the next refill appointment. There were no environmental, external, or patient factors that may have led or contributed to the issue and the issue was unresolved at the time of report. It was unknown if surgical intervention had occurred. The patient's status was alive - n o injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) indicated it was unknown when the rep planned to meet with the patient to interrogate the patient's pump. It was noted that the patient would call the hcp to see if the rep and patient could meet at the facility. The rep indicated they would contact the patient monday morning ((B)(6) 2019) if the patient had not contacted the rep. The anticipated date of the net pump refill is (B)(6) 2019. It was noted that the rep had no additional information at this time regarding if surgical intervention had occurred. No further complications were reported/anticipated.